Event description:
Ambulance personnel were attempting to establish pacing on a hospital patient (patient information was not available) prior to transporting the patient to another facility. The operator reported that the pacing current failed to increase above 0ma and later, the device displayed a leads alarm when attempting to start the pacemaker. A fire department crew subsequently arrived and transported the patient using another device. There were no adverse effects to the patient reported as a result of the alleged malfunction.